Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while sleeping, the patient was wearing the infusion set and it came apart at site connector. The site location was at the abdomen and the pump was on patient's clothes. The infusion had been in use for one to two days. Reportedly, the infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as the patient was sleeping and was unsure what happened, and the pump was not dropped with the set connected to the patient's body. No further information available.